Event description:
It was reported that on (B)(6) 2010 at 7:00pm the patient's father programmed an infusion device bolus of 2.1 units of insulin via the blood glucose monitor. The wireless connection of the infusion device and blood glucose monitor was disconnected. The bolus was not listed in the memory of the blood glucose monitor. The patient's father programmed another infusion device bolus of 2.1 units of insulin via the blood glucose monitor. He then reviewed the infusion device history and found the bolus had been delivered twice. The patient's blood glucose measured 98 mg/dl at 9:30pm and the patient ate 2 be, 154 mg/dl at 10:30pm, and 186 mg/dl at 11:30pm. On (B)(6) 2010 at 12:30am the patient's blood glucose measured 443 mg/dl and the patient's mother programmed an infusion device bolus of 0.7 units of insulin via the infusion device. At 1:30am the patient's blood glucose measured 86 mg/dl, 2:30am 45 mg/dl and the patient drank 100 ml of apple juice, 3:30am 104 mg/dl, 4:30am 66 mg/dl, 5:00am 73 mg/dl, 6:00am 71 mg/dl, 7:00am 91 mg/dl, and 8:00am 87 mg/dl. At approximately 4:00pm the patient's mother programmed an infusion device bolus of 0.5 units of insulin via the blood glucose monitor and the bolus was not listed in the infusion device history. After 4-5 minutes the patient's father reviewed the blood glucose monitor and the bolus was listed as 0.0 units. The father programmed the bolus via the infusion device. The patient's normal blood glucose range is 60-180 mg/dl. The patient was hospitalized on (B)(6) 2010 due to infusion device settings. No further information regarding hospitalization was provided. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.